Manufacturer narrative:
Product analysis: visually, the device was in a broken condition when returned. The proximal end of the inner assembly was broken off/detached from the outer assembly. There were traces of contamination found at the distal end of the outer tube and on the diamond tip. There was no damage found on the outer tube, outer hub, or the irrigation port. The inner shaft was broken 0.515 inches from the distal end of the inner hub to the broken point. There were traces of a white grease found on the broken shaft. There was no damage noted to the proximal end of the inner hub (seal was intact). However, the distal end of the inner hub was deformed (outside diameter). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and 0.353 inches in deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during fess procedure, the bur was broken. Another handpiece and another bur were used to complete it. There was no patient impact in this event.